Manufacturer narrative:
Xrays images analyzed on (B)(6) 2021. Clinical evaluation performed by medical affairs director. Few months after primary cemented tka. Recurring patella dislocation suggests a revision should be undertaken. The most probable cause for patella dislocation is component position, but we cannot judge with the information at hand.

Manufacturer narrative:
Batch review performed on 02-jun-2021: lot 2006037: (B)(4) items manufactured and released on 23-jul-2020. Expiration date: 2025-07-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Mysolution analysis 01-jun-2021: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Dislocation of the resurfacing patella after the primary surgery performed on (B)(6) 2021 . The revision surgery has not planned yet.